Event description:
Complainant alleged that while defibrillating a male patient with heart palpitations, an arc was seen from the electrode pads lot # 1014. Complainant indicated that the patient's hair was singe and it is not known if the patient required additional treatment.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.